Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging the subject meter (onetouch ping) was testing in settings mode. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 ¿ (12/12/2014). The patient¿s meter has been returned on 10/31/2014 and evaluated by lifescan product analysis on 12/1/2014 with the following findings:the meter involved with this complaint failed testing. The meter was found to have contamination around ic 114. In addition, a secondary issue was noted when the meter was found to have racked/broken lines on the lcd. A tertiary issue was noted when the meter was found to be missing a battery. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.meter to have contamination around ic 114 and lcd craked/broken.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.